Event description:
The physician called to report one of his spanner patients had gone to the emergency room (ER). The physician reported that the ER visit and reported renal failure were not related to the spanner device. During treatment, the ER staff inserted, a foley catheter without removing the spanner not knowing the stent was in place. By inserting the foley, the spanner stent was pushed into the patient's bladder. Spanner stent was inserted on (B) (6) 2010. Indication for use was post transurethral microwave thermotherapy (tumt). Spanner was removed from the patient's bladder via cystoscopy on (B) (6). The physician passed the scope all the way in and then grabbed the retrieval string which was in the urethra to remove.

Manufacturer narrative:
Evaluation summary: abbeymoor medical requested the device be returned for evaluation. The device was subjected to a visual examination and functional testing. Device analysis determined the spanner functioned normally and met specifications. Spanner device instructions for use have two levels of information for the patient and physician regarding this situation. Abbeymoor medical provides an emergency removal wallet card for patients that are wearing the spanner stent. Patients are instructed to provide the card to their health care providers. Under the precautions section of the patient card it states: "inserting a urinary catheter prior to removal of the spanner may result in injury to the patient. The spanner must be removed prior to catheter insertion." Physicians are prompted to alert their patients to this precaution in the physicians instructions for use as follows: "provide the patient with the emergency contact information and emergency removal card. Instruct the patient that if he requires emergency care the caregiver must be informed that the patient is wearing the spanner."